Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. No intervention to date for complaint. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. No intervention to date for complaint. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Year of birth: (B)(6). Concomitant products: 010000706 3786916 g7 bonemaster ltd acet shl 58g; 010000937 3761000 g7 hi-wall e1 liner 36mm g. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02828, 0001825034 - 2021 - 02829.

Event description:
It was reported patient underwent initial hip arthroplasty on unknown date. Subsequently the patient experienced intermittent, sharp pain below the waist toward right hip joint exacerbated by sitting. The patient was treated with medication. Attempts have been made and additional information on the reported event is unavailable at this time.